Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# 0215073301, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead; product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(4) 2022, UDI#: (B)(4), country: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the second stage, implantable neurostimulator (ins) implant procedure, the previously implanted lead was found to be broken. It was further reported the lead could not be used normally. The lead was replaced as result and the issue was resolved. It was noted the patient was under observation at the hospital at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
Correction: please note the implantable neurostimulator (ins) serial number has been received and as a result sections 'device info', and manufacture date have been updated at this time. Additionally, the manufacturing site ID has been updated (B)(4). However, section 'MFR report number' cannot be changed at this time due to constraints with the regulatory report filing system. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that it was ¿unknown¿ whether any stimulation or therapy issues were experienced when it was found that the lead could not be used normally. It was also noted that the cause of the lead being broken was ¿unknown.¿ there were no further complications reported or anticipated.